Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the patient exchanging the system controller (B)(4), and no external power alarms correlating to user error, were both confirmed via the log file provided from this controller. The log file contained data spanning approximately 9 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on (B)(6) 2023 at 12:30 and (B)(6) 2023 at 21:12. These alarms appeared to have been caused by disconnections of both power cables from external power, and the alarms resolved within a few seconds of their activations when power was restored to the system. The patient¿s driveline was observed to have been disconnected on (B)(6) 2023 at 17:15 to perform the reported controller exchange. During the investigation there was an incidental finding. Another no external power alarm was observed on (B)(6) 2023 at 11:39; during this time, the patient¿s white power cable was disconnected from the power, and the voltage within the black power cable briefly dropped below 1 volt, causing the no external power alarm to activate despite one cable being connected to power. This alarm resolved within approximately 1 second when the voltage in the black cable returned to typical values, and the backup battery was not in use during this event. The system controller (serial number (B)(4)) was not returned for analysis. The root cause of the observed controller exchange was suspected to have been user error in responding to a routine alarm per the reported event, and no further issues were reported after the exchange. The root cause of the observed no external power alarms appeared to have been user error in disconnecting both power leads from external power. Per additional information, the patient and caregiver were re-educated about equipment usage. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions, power cable disconnect, low voltage, and backup battery fault conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed an unnecessary controller exchange at home on (B)(6) 2023. Log file analysis also found no external power alarms correlating to user error on (B)(6) 2023. Further analysis revealed an atypical no external power alarm occurred on (B)(6) 2023 that was not caused by user error.